Manufacturer narrative:
Corrected data: h6: 1494- it should be noted that the patient's age fell outside the indicated age range at the time of implantation. Additional information: d9: return date: 15-sep-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens -13.0/4.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a same length lens that was implanted in oblique position due to excessive vault. The exchange resolved the problem. Cause was reported as unknown.